Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio 2 meter read displayed an apply sample message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue occurred on (B)(6) 2017. The patient manages her diabetes by self-adjusting her insulin doses and with exercise. The patient reported that ¿right away¿ after the issue occurred, she developed symptoms of ¿lightheaded and sweaty¿ however did not specify how she treated the reported symptoms. The patient reported that on (B)(6) 2017, prior to the issue occurring, she had visited the doctor¿s office where she consumed ¿orange and apple juice¿ and had her blood glucose tested on a clinic meter, which gave a reading of ¿over 200mg/dl¿. During the call, it was determined that it was not the first time the product had been used. The patient had been using the correct test strips and followed the correct testing procedure however when the patient was walked through a retest, the issue was resolved. The product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.